Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med not crossing in patient profile. A technical support specialist verified the station functionality and found no issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medbank system medication was not on patient profile. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was not on patient's list when the user tried to issue medication. A technical support specialist found that the medication was on the profile it was just set to quantity of 0 and guided the customer to change the quantity to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medbank system medication was not listed on the patient profile. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.